Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The air was removed after the contact primed the tubing. However, the contact changed the tubing despite successfully removing the air. Reportedly, the customer may have zipped the infusion set tubing into a fanny pack. Blood glucose was 139 mg/dl.